Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The report states: patient was revised to address groin pain. A bone scan demonstrated increased uptake around the cup, indicating loosening. Doi: (B)(6) 2006 - dor: (B)(6) 2011 (left hip). Update: (B)(6) 2011 - the revision operative report was received. Operative notes indicate that a significant amount of dark tissue was noted consistent with metalosis. The femoral head was added to the complaint. Update: (B)(6) 2011 - litigation papers received. There is no new additional information that would affect the investigation. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address groin pain. A bone scan demonstrated increased uptake around the cup, indicating loosening. Update: (B)(6) 2011 - the revision operative report was received. Operative notes indicate that a significant amount of dark tissue was noted consistent with metallosis.